Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; unable to repeat customer's reported problem. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3 percent, but within the published specification of +/-6 percent. The pump's expulsor will be replaced as a preventive measure. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that during testing, a smiths medical cadd legacy had failed accuracy -8.5 percent. No patient involvement.